Manufacturer narrative:
Inspected 1 random opened/used partial sensor and performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 125 mg/dl and the sensor glucose was 42 mg/dl at the time of the incident. Suspend on low limit in sensor settings was suspend at 70-80. Customer did not mention the reasoning of the suspend. Sensor will not be returning for analysis.